Event description:
A hemodialysis home patient has reported that at the end of the treatment, a bloodline disconnected causing a blood leak. The line that connects with the top of the dialyzer "burst" and blood sprayed on the surrounding furniture. The lines were quickly clamped and the circuit was discarded. Estimated blood loss was less that 390mls. No medical intervention was required and the patient had no adverse effects. The sample has been discarded by the patient; no sample is available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.